Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. This medwatch is being filed to document a non-sterile sample product code being implanted into a patient. A sales rep, against company policy and training, removed the sample product from packaging identified as sample not for human use, and took it into a facility where it was then used on a patient. The sales rep has been reprimanded. The sample product code is 290288, and is from one of the following lots; l274680, l274681, or l384731. A review of the manufacturing records for the three lots revealed no non-conformance or anomalies during the manufacturing process. The sample product was manufactured identically to the released product recorded on this medwatch with the exception of sterile processing. Testing revealed no difference in the performance of the product prior to or post sterile processing. At this point in time, depuy mitek has not received any information indicating the patient is experiencing adverse consequences. Should depuy mitek receive any additional information regarding the patient¿s condition in the future, the complaint file will be updated and a follow-up medwatch will be filed with the new information. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Sales rep reports the implantation of a non sterile demo product, not for human use, into a patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned. It is still implanted into the patient and hence unavailable for physical evaluation. This medwatch is being filed to document a non-sterile sample product code being implanted into a patient. A sales rep, against company policy and training, removed the sample product from packaging identified as sample not for human use, and took it into a facility where it was then used on a patient. The sales rep has been reprimanded. The sample product code is 290288, and is from one of the following lots; l274680, l274681, or l384731. A review of the manufacturing records for the three lots revealed no non-conformance or anomalies during the manufacturing process. The sample product was manufactured identically to the released product recorded on this report with the exception of sterile processing. Testing revealed no difference in the performance of the product prior to or post sterile processing. A review into depuy synthes mitek complaints system revealed no complaints of any kind for the three lots with the product code. At this point in time, depuy mitek has not received any information indicating the patient is experiencing adverse consequences. A pia has been opened to investigate the reported issue. Should depuy mitek receive any additional information regarding the patient¿s condition in the future, the complaint file will be updated and a follow-up medwatch will be filed with the new information. (B)(4). Depuy synthes has been informed that the lot number is not available.